Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted on (B)(6) 2014. During a routine follow up a CT was taken and it was determine that there was an inderminate endoleak that was later identified as an endoleak type ii. It was noted that the patient had an aneurysm growth. On (B)(6) 217 the physician elected to coil the iliolumbar artery to successfully treat the endoleak type ii. Patient is reported to be doing well and was discharged the same day.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; endoleak type ii and secondary procedure. Clinical evaluations was unable to find substantial evidence to support the following reported events; sac growth. There was no device related issue, rather there was a type ii endoleak from the inferior mesenteric artery, a cautionary product use condition. A procedure related harms was the type ii endoleak and the secondary endovascular repair procedure. The final patient disposition could not be ascertained due to the lack of medical information surrounding the secondary event procedure. Reported the patient was discharged on the first post- operative day. To date there have been no reports of further negative patient sequelae. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).